Event description:
Upon evaluation by the manufacturer it was found that all of the segments in the 10s and 1s columns of the device's result display, lit up with results. No adverse event reported. Accu-chek customer care service center sent new meter to the customer.